Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax); d10(concomitant med products). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Patient information was not provided. Section a was left blank. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted to support a patient who had been admitted in with a st-elevation myocardial infarction and cardiogenic shock presenting in scai stage e shock. The access site, age, and gender were not shared by the team in south korea, nor were any medical history and comorbidities. The team utilized the cp for support and performed a percutaneous coronary intervention. The team then observed signs of limb ischemia as the distal perfusion was severely compromised and the ejection fraction was 10%. The decision was made to add extra-corporeal membrane oxygenation (ECMO) to further support the patient. During the cannulation of the ECMO the patient had CPR to maintain cardiac and end-organ perfusion. When the ECMO support initiation was completed the cp was explanted. The patient remained on ECMO support, and no further patient outcome details were provided. As no patient history was shared, there is no information on any comorbidities that can contribute to the limb ischemia. Limb ischemia is a known risk with large bore access sheaths and has an increased risk of occurrence in patients in scai shock stage c,d, and e.